Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated bg. Reportedly, the customer continued to use the pump for insulin therapy.